Event description:
It was reported that the device is showing no disposable pump alarm. Issue was resolved through troubleshooting and patient education. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6500. . H4: correction: device manufacturing date: 28-jul-2011.